Manufacturer narrative:
Block b3: exact date unknown, event occurred march of 2026 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing fine postoperatively. Facility kept the old battery so nothing to return.